Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer advised the insulin pump just shut off and when they replaced the battery the battery out limit alarm occurred. Customer advised every 2 days this alarm occurs. Troubleshooting for the blank display was performed. Customer was advised a new battery cap will be sent out. Troubleshooting for the battery out limit alarm was performed. Customer advised a month ago the device would shut off for no reason. Customer advised when they replaced the battery they received the battery out limit alarm. Customer was advised to monitor the insulin pump until the battery cap arrives.